Event description:
The facility reported a colleague infusion pump with the reported condition of an "error 804:26 on channel c". It is unknown when or in which care area this event occurred. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4).per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code 804:26 was confirmed during product evaluation. The assignable cause of the reported problem was the manual tube release being opened three times before channel c was completely powered off. Appropriate action was taken to investigate the reported condition by checking the communication harness and no problems were found. Further review of the event history suggested that failure code 804:26 is preceded by three manual tube release set alarms in quick succession. Since the manual tube release cannot be set and reset in such a narrow time frame, it is a clear indication that it is a software failure. This is involving a pump with software version 6.13.92 which is categorized as a colleague p1.5.